Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the bolus recommendations provided by the blood glucose monitor are not accurate. The blood glucose monitor suggested an insulin bolus of 21.1 units. The patient confirmed it and experienced hypoglycemia approximately 30 to 45 minutes afterwards. The patient became unconscious and was convulsing. The patient's mother treated her by placing sugar inside the patient's mouth. The patient was not taken to a medical facility. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.